Manufacturer narrative:
Batch review performed on 20 june 2017. Lot 166494: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.